Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out of range shocking impedance. Reportedly, the other parameters remain stable. Upon review by technical services (ts) it was discussed that there is no noise observed in the device data, and troubleshooting recommendations were provided. It was also noted that the historical data shows high out of range shock impedance starting since year 2021, therefore, it was recommended to consult if the patient clinical condition or medication could impact this behavior. Troubleshooting was performed in-clinic and the patient maneuvers and isometrics resulted negative, therefore, the physician decided to continue monitoring the patient. Additional information was received. The clinic decided to perform an integrity test at 1,1 j and 41 j and the shock impedance was 110 ohms, which is within normal range. The ICD system remains in service. No adverse patient effects were reported.